Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 19jul2019.

Event description:
It was reported that the unit was not delivering any pressure and the unit declared a machine and proximal pressure sensors failed error.

Manufacturer narrative:
Date received by manufacturer: 02oct2019. Date of report: 08oct2019. The manufacturer's remote service technician performed troubleshooting with the customer. The technician recommended that the customer replace the motor controller to data acquisition cable. The customer reported replacing the data acquisition board, power management board and cable; however, the issue persisted. The issue remained unresolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.